Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced confusion/weakness. The right atrial (ra) lead exhibited position check failure and the implantable pulse generator (ipg) exhibited cardiac compass invalid data. The lead and the ipg remain in use. No further patient c omplications have been reported as a result of this event.